Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 306 alarm which was reproduced when the door was opened. The alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification (high). The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 306 during therapy (programmed amount and delivery rate unknown). It was reported that the nurse was running an infusion of saline and an antibiotic in the acute care area. It was also reported there was no patient injury.